Event description:
Information was received from a consumer regarding a patient who received dilaudid (unknown concentration and dose) in an implantable pump for non-malignant pain. The patient was discharged from their healthcare provider due to financial reasons (unknown date). The patient ran out of medication on (B)(6) 2016 and the pump was currently alarming. The reporter was calling for physician listings. The reporter was referred to their insurance provider or payer for physician listings. There were no reported symptoms. No further information was provided. Additional information was requested from the consumer, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.